Event description:
Prior to 07/23/1999, the pt has been obtaining meter readings around 120 mg/dl on his one touch basic meter. On 07/23/1999, he reports every result on his meter was in the "40's." Because he felt ill, he went to the hosp where his blood surgar was "over 500." The pt was admitted and treated for hyperglycemia and released on 07/25/1999. He reported that the meter is cleaned only when it displays the "clean test area" prompt and quality checks are performed once a month or less.